Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the backup system 1 would not calibrate the electronic patient gas system (epgs). Calibration would start and fail with "code 23-3382" (o2 sensor out of range at calibration). The perfusionist disconnect the output line on the epgs and the same error occurred. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) replaced oxygen (o2) cell in the failed electronic patient gas system (epgs). The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.